Event description:
Home pt (hp) contacted baxter's tech service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp hit "go" to initiate the initial drain cycle prior to connecting their transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Hp set up with new supplies to complete their apd therapy. Per hp, no pt injury or medical intervention was associated with this incident.